Event description:
It was reported that the device was explanted and replaced on (B)(6) 2025 for an unknown reason.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Section a4: pt wt has been provided. An ipg replacement procedure was reported to abbott. Efforts to obtain additional event details have been unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.